Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for shocking, out of range impedance values. Several programming options were commented. It was recommended to bring the patient in office to complete an isometrics analysis. The lead remains in service. No corrective actions have been necessary at this time according to the sales representative. No adverse patient effects were reported.